Manufacturer narrative:
The device was not returned for evaluation. A complaint investigation (failure analysis) and determination of root cause is not possible. The complaint could not be verified due as a product sample was not returned in order to verify the complaint. Based on the customer reported failure ¿fragmentation and vibration alert¿ it is possible this complaint was as a result of a defective transducer. However, without testing it is not possible to verify. The device history record (DHR) was reviewed and no anomalies that could be associated with the complaint incident was observed.

Event description:
A customer reported that the c2602 excel 36khz straight handpiece had issues related to fragmentation. ¿vibration alert¿. It was unknown if there was patient contact or injury. Request for additional information has been made.